Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected low battery alarm was noted during testing. The detailed trace confirmed that no low battery alarm anomaly was noted. The microtimer functioned properly. The insulin pump passed the rewind, seating, basic occlusion, occlusion, force sensor and displacement test. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer had a history of a low battery alarm in less than one week. The customer's blood glucose was unknown. It was also found the customer had an x-ray while loading the insulin pump. The customer agreed to return the insulin pump for analysis.